Manufacturer narrative:
Device will not be returned. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the distal screw in the supracondylar nail in was symptomatic and backing out. Surgeon decided to remove.